Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of interluminal flow is inconclusive due to poor sample condition. Two photo samples of a 20 cm flexxicon dual lumen catheter were returned for evaluation. The first photo shows the flexxicon catheter. The luer connectors are circled with their respective color. The blue connector has an arrow pointing to the distal end of the catheter and the red connector has a circle pointing proximal to the end. The second photo has ¿ok¿ near the blue circle and ¿ng¿ near the red circle. The condition and flow paths of the lumens cannot be examined through the photo samples provided; therefore, the complaint is inconclusive due to poor sample condition. Based on the description of the reported event, possible contributing factors include sharp instrument damage and over-pressurization. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the flow path of the double lumen should be separate, however, the in and out flow via the same path/orifice occurred. No other information was provided.

Manufacturer narrative:
The initial complaint appeared to be a reportable occurrence. Once the sample was returned and evaluated it was determined that a reportable event had not occurred. The returned sample exhibited no evidence of the alleged event. The event is unconfirmed per the investigation results. Since no device malfunction occurred and there is no allegation of a serious injury to a patent, user, or other person, this event is deemed not reportable per 21 cfr part 803.

Event description:
It was reported that the flow path of the double lumen should be separate, however, the in and out flow via the same path/orifice occurred. No other information was provided.